Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer does not recommend the meter to meter comparison; the booklet guide (IFU) provide important information to have accurate results

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 175, 142, 213 and 145 mg/dl. The customer's expected fasting blood glucose test result range is 105 to 111 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).